Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the stent graft was implanted 5-6mm below the level of the renal arteries. Fifty months post implant, the pt presented with back pain which required a CT scan to be performed. The result of the CT scan was not evaluated until the next day when the aneurysm was found to have ruptured, and the stent graft was 6cm into the aneurysm sac. The aorta had dilated and elongated. Another manufacture's stent graft was implanted due to the large aortic neck. No additional clinical sequelae was reported.